Event description:
A malfunction alarm with code malf 12 was reported by the customer, but no notable events occurred prior to it, and the customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset instructions, and after resetting, the issue did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears, to which they agreed.